Event description:
Spontaneous call. Pt's spouse states that pump malfunctioned with error displaying cartridge not connected. The cartridge was connected and still had 12 hours of med left. Pt switched to backup pump. Pump will be replaced. Spouse reports no changes in breathing. No other info known. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes;.did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.